Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between (B)(6) 2018 to (B)(6)2018. H10: the actual devices were not available; however, twenty-five (25) companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed on three (3) random companion samples which revealed a leak at the spike port bonding area of samples 1 and 2 and no leak was observed of sample 3. The reported condition was verified on samples 1 and 2. The cause could not determined, however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. Attempts were made to duplicate the reported issue by firmly squeezing sample 3 filled with tap water and the reported issue could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-one (21) units of 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the access port. This was identified during unspecified process steps. There was no patient involvement. No additional information is available.